Event description:
It was reported that 2 pn 32g 4mm 5b xtw easyflow la experienced an inability to deliver insulin/medication. The following information was provided by the initial reporter: employee signaled that two more needles from the previously claimed lot (0091882) again showed a quality deviation: one was completely clogged and the other was just dripping gradually insulin and no complete ejection. Customer remained with the needle in the pen and made three attempts, but the needle remained difficult to eject.

Manufacturer narrative:
H6: investigation summary o samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter last name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 pn 32g 4mm 5b xtw easyflow la experienced an inability to deliver insulin/medication. The following information was provided by the initial reporter: employee signaled that two more needles from the previously claimed lot (0091882) again showed a quality deviation: one was completely clogged and the other was just dripping gradually insulin and no complete ejection. Customer remained with the needle in the pen and made three attempts, but the needle remained difficult to eject.